Manufacturer narrative:
The instructions for use (IFU) for glidelight include a warning not to advance the laser sheath any closer than 1 cm from the lead tip and that fluoroscopy "will be used to monitor all transvenous maneuvers." In this case, the laser sheath was advanced without fluoroscopic imaging and almost 1 inch past the distal tip of the lead. The physician was reminded about appropriate technique during a laser lead extraction procedure.

Event description:
This was a left-sided lead extraction procedure to remove a fractured 7000 single chamber riata (implanted 73 months) in the ep lab. An lld-ez was used to prep the lead and a 14f glidelight laser sheath was used for the extraction. The laser sheath was used intermittently and progress was made to the ring electrode. Fluoro was not activated when the laser sheath progressed to the ring electrode of the lead. When the fluoro was activated, it was appreciated that the physician had used the laser past the distal tip of the lead by approximately an inch. The physician believed the patient's subclavian was occluded, so he wanted to maintain access to the vein through the laser sheath. The lead was pulled through the laser sheath and a long .35 wire was inserted through the sheath where it appeared to go in the space between the heart and the pericardial sac. The patient's pressure started to drop from a baseline of 150mm/mg to around 95 within about 2 minutes. It appeared that the patient was in cardiac tamponade based on the fluoro image, pressure drop, and overall status. At this time the CT surgeon was called. A pericardiocentesis was performed along with chest compressions due to cardiac standstill. The patient's pressure came up enough permitting transport to the or where a sternotomy was performed. Once obtaining access to the heart, a clot around the heart and inside the pericardial sac was removed. Purse string sutures were used to close a hole in the apex of the right ventricle. As soon as the pressure was released from around the patient's heart, her blood pressure rebounded. The surgeon closed the patient's chest. The next morning, the patient was extubated, conscious, and very responsive.